Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the user was unable to add the database. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the server was unable to add the user to the database. A technical support specialist identified that the user had an rn super user role without permissions to add or edit users. The technical support specialist advised the customer to contact pyxis admin for access changes to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.